Event description:
The reportability decision form originally stated that the patient samples were lost, so the customer will not be reporting results to the patients. If they wanted results, they would need to submit a new sample. Therefore, on october 28, 2021, reportability decision form was completed with the information available at the time and was deemed reportable. 3005248192-2021-00342 was submitted on october 29, 2021. On december 28, 2021 when reviewing the complaint investigation completion in preparation for submission of a follow up report, review of the ticket text determined that the customer reported a "no result" to the patient. They are unaware of the action taken when a "no result" is reported. They are unaware if a new sample is submitted as very few of their clients are hospitals. Additionally, review of the associated complaint investigation reveals that complaint confirmation was based on the frequency of the reported issue within a 2-month timeframe, however retention bar pull-off error was not able to be reproduced without intentionally installing the bar incorrectly (use error). Version 2 of reportability decision form was processed on january 4, 2022 which deemed the event not reportable.

Manufacturer narrative:
B5 updated to clarify, the reportability decision form originally stated that the patient samples were lost, so the customer will not be reporting results to the patients. If they wanted results, they would need to submit a new sample. Therefore, on october 28, 2021, reportability decision form was completed with the information available at the time and was deemed reportable. 3005248192-2021-00342 was submitted on october 29, 2021. On december 28, 2021 when reviewing the complaint investigation completion in preparation for submission of a follow up report, review of the ticket text determined that the customer reported a "no result" to the patient. They are unaware of the action taken when a "no result" is reported. They are unaware if a new sample is submitted as very few of their clients are hospitals. Additionally, review of the associated complaint investigation reveals that complaint confirmation was based on the frequency of the reported issue within a 2-month timeframe, however retention bar pull-off error was not able to be reproduced without intentionally installing the bar incorrectly (use error). Version 2 of reportability decision form was processed on january 4, 2022 which deemed the event not reportable. Elevated complaint investigation confirmed this ticket is associated with a previously confirmed complaint, in which a high volume of customer complaints reported experiencing retention bars being lifted off of the sample racks by the pipettor during processing. Engineering evaluation and complaint history review performed as part of the elevated complaint concluded the following: the maximum withdrawal force of a pipette tip from a pierceable cap was less than the average force required to remove a retention bar from the rack. This indicated to the team that if a retention bar is installed incorrectly onto the sample rack, the force to pull a retention bar off a sample rack is less than that to withdraw a pipette tip from a pierceable cap. The issue is not reproducible without a use error occurring while loading the retention bar. All of the reported incidents were from the same three customer sites. No errors were observed during a site visit to one of the complaint sites and force measurements obtained on the racks on-site averaged 27n, which is ample to retain the bar on the rack. Conclusion: complaint confirmation was based on the frequency of the reported issue within a 2 month timeframe, however retention bar pull-off error was not able to be reproduced without intentionally installing the bar incorrectly (use error).

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
The customer reported that the retention bar of the sample rack had been pulled off and the integrated reaction unit was knocked loose, causing an error. The customer reported loss of patient samples in the process, causing loss of patient test results. The patient samples were lost, so the customer will not be reporting results to the patients. If they wanted results, they would need to submit a new sample. The customer is not aware of any impact to patient management.